Manufacturer narrative:
The reported issue will not immediately lead to the arm falling down as it is being held by an additional screw. However, the customer was informed not to use the system until the worn parts are replaced on the unit. (B)(6).

Event description:
Siemens became aware of the swivel joint of the monitor fixation slipping out of the spring arm on the monitor support arm of the uroskop omnia system at the customer's facility. There are no injuries attributed to this event. The reported event occurred in (B)(6).